Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An implant check took place and in situ measurements indicated affected channels. There was a reported incident of trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. The patient is bilaterally implanted. There was no specific trauma reported, however the child is very active and the parent reported an impact to the head likely occurred. The patient was re-implanted.